Manufacturer narrative:
Insulin pump received with blank display due to moisture damage at electronic assembly. Also, moisture damage motor during visual inspection. Perform brush cleaning with the isopropyl alcohol and cleaning up all corrosion on the pcba and powered still no power up. The original lcd board and mother board was removed and replace with a test lcd and mother board. No anomalies was notice after battery insert. Problem isolated to lcd and mother boards. Unable to perform operating currents, self test, rewind test and displacement test due to blank display. Insulin pump received with cracked belt clip slot and cracked reservoir tube lip. The test p-cap/reservoir does lock into place. (B)(4).

Event description:
Information received by medtronic indicated that the insulin pump had moisture under the window. Customer stated insulin pump was not dropped and there were no cracks. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.